Event description:
It was reported that the implantable pulse generator (ipg) was causing a burning sensation when it was on and more when it was off. The patient also had inadequate pain relief despite reprogramming. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, (B)(6).